Manufacturer narrative:
Concomitant product(s): a 5076-45 lead, implanted: (B)(6)2013; dtba1q1 ICD, implanted: (B)(6)2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead ¿pulled back¿ to a sub optimal position with an increased pacing threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the lead passed introducer test. If information is provided in the future, a supplemental report will be issued.